Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. During repair, it was determined that reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the netherlands that during service and evaluation, it was determined that the nose tube came apart and the socket had a loose part on the attachment device. It was further determined that the device failed the nose tube assembly at pretest. It was noted in the service order that device had an undetermined malfunction while in use with a motor device and another attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.